Manufacturer narrative:
Correction to include additional information contained in initial report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (2000mcg/ml at 492.7mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that on (B)(6) 2013, a low reservoir alarm occurred. On (B)(6) 2013, an empty reservoir alarm occurred. Pump refill occurred on (B)(6) 2013. On (B)(6) 2014, a low reservoir alarm occurred. On (B)(6) 2014, an empty reservoir alarm occurred. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
The pump was returned, and analysis of the pump found no anomalies. Conclusion code (B)(4) no longer applies to the event and instead conclusion code (B)(4) applies to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (2000mcg/ml at 492.7mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that on (B)(6) 2013, a low reservoir alarm occurred. On (B)(6) 2013, an empty reservoir alarm occurred. Pump refill occurred on (B)(6) 2013. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient's pump was replaced on (B)(6) 2017.